Event description:
Reportedly, the end user was operating the power wheelchair with a damaged caster wheel when the unit went over on its side. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. It was reported the end user was operating the power wheelchair with a damaged caster wheel. The owner's manual warns, "stop using your power wheelchair immediately, and call for assistance if: your power wheelchair is not working correctly."